Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a small nick in insulation cable, and the cable appears to be off center in the cable track. This was observed in sterile processing department (spd) with 4x magnification per the instructions for use (IFU). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the damage was observed in spd. Insulation over the conductor wire was compromised and unsure if the instrument was safe to use for future cases. Also, the cable appears to be off its track. The customer was not sure if the wire was exposed, but the cable was intact. There was no loss of cautery. The procedure was completed with the same instrument. Per the RMA, no fragment fell inside the patient.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer team. The following additional information was provided: the image was not in focus enough to tell if there is any damage to the wire insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.